Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / clarifying event information received on 25-jul-2023. [Additional information]: on 25-jul-2023, clarifying information was received from the excellent study team. The information indicated that the ¿microhemorrhages¿ do not refer to a hemorrhagic transformation. The event did not occur intra-operatively. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00088 and 3008114965-2023-00516. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 65-year-old male patient with a history of hyperlipidaemia and hypertension presented with an unwitnessed non-wake stroke on (B)(6) 2023; he was last seen well on (B)(6) 2023. The patient was presented to the hospital on (B)(6) 2023. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline a nih stroke scale (nihss) score was 19 and a modified rankin scale (mrs) score of 0. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2023. The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first and only pass was made with a 5mm x 37mm embotrap iii revascularization device (et307537 / 22l018av) via a phenom¿ 21 microcatheter (medtronic) and an embovac large bore catheter (ic71132ca / 30903401) with 3 minute incubation time targeting an occlusion at the right m1 segment of the middle cerebral artery (mca) resulted in an mtici score of 3 with clot retrieval in the stent retriever. There were no intra-operative study device deficiencies. On the same day as the index procedure, the patient experienced a microhemorrhage. The principal investigator (pi) assessed this event as mild in severity, not serious, probably related to the primary procedure, unrelated to the study device, and unrelated to the embovac large bore catheter. The microhemorrhage event did not require medical treatment / intervention. The patient outcome was reported as recovered / resolved with sequelae on (B)(6) 2023. The patient was discharged to home for self-care on (B)(6) 2023 with an nihss score of 5 and an mrs score of 3.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot: (30903401) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Hemorrhage is a well-known extensively documented potential complication associated with the use of the embotrap revascularization device and the embovac aspiration catheter, which is listed in the instructions for use (IFU) for both devices as such. The event of ¿microhemorrhage¿ was assessed by the principal investigator as probably related to the surgical procedure, but not related to the embotrap iii nor the embovac. However, since the adverse event occurred on the same day as the procedure, the relationship between the event and devices cannot be ruled out. Therefore, this event will be conservatively reported to the us FDA under criteria 21 cfr 803 with the classification of "serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00088. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18- sep-2023. [Additional information]: on 18-sep-2023, modified information was received. The modified information included an update on the adverse event term. The reported adverse event term ¿microhemorrhage¿ has been updated to ¿microhaemorrhage right precentral.¿ this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00088 and 3008114965-2023-00516. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.